Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error message followed by battery failure and then died. A new battery was inserted into the insulin pump and now the screen is completely black and unresponsive. The insulin pump will return.

Manufacturer narrative:
The device passed rewind test, prime test, seating test, basic occlusion test, force sensor test, active current measurement and self test. The power management graph was in specification. The device powered up properly and no change anomaly noted. The device was received with unexpected power loss alarms in the pump history file and high sleep current measurement due to moisture damage on all electronic assemblies. Unable to perform displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, stained serial number label, severely faded end cap address label, peeling end cap address label and corrosion in battery tube.